Event description:
It was reported that the video system center had all the lights turned on at the front panel. The issue was identified during device inspection for use. There was no patient involvement harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.